Manufacturer narrative:
Elliott r. Brill, md, priscilla h. Chan, ms, richard n. Chang, mph, heather a. Prentice, phd, kenneth sucher, ms, robert l. Bell, md, rouzbeh mostaedi, md, elizabeth w. Paxton, phd. "Postmarket surveillance of mesh performance after inguinal hernia repair." Jama surgery, original investigation, pacific coast surgical association. Doi:10.1001/jamasurg.2025.4543 d10 concomitant products: unknown parietex, unknown parietex product, (lot number: unknown) unknown parietene, unknown parietene mesh product, (lot number: unknown) unknown progrip, unknown progrip mesh product, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, mesh products were evaluated in the retrospective analysis of over 124,000 inguinal hernia repairs conducted between 2010 and 2023. The mesh was implanted during standard open or minimally invasive inguinal hernia repair procedures. A safety alert for recurrence was triggered early in the study period, showing a higher-than-expected cumulative reoperation rate relative to matched comparator meshes. The alert persisted across multiple quarters before resolving. No deaths associated with mesh performance were reported, and outcomes reflected the study¿s intent to detect signals for recurrence requiring reoperation rather than short-term adverse events.